Event description:
It was reported an attempt to deploy this biliary stent in the carotid artery resulted in inadvertent deployment in the aorta. A snare was used to grasp the stent and reposition it to the right iliac artery where it was successfully secured to the arterial wall utilizing a balloon catheter. Another stent was successfully placed in the carotid artery without pt complications. One delivery system was rec'd, evaluated and retained by this MFR. The stent remains implanted and was therefore not returned for evaluation. The engineering evaluation revealed two kinks in the shaft under the teflon sheath located at 5.5 and 13 centimeters from the distal end of the teflon sheath. The sheath bump was loose, however, no damage was noted. Evaluation of the handle indicated the rack tab was 98% retracted. This device was used in an non-indicated procedure, carotid stent placement. Co's follow up revealed the entry site was very scarred and significant difficulty was encountered advancing and repositioning the delivery system in the pt, resulting in partial deployment of the stent during advancement. This device displayed characteristics consistent with exertion against resistance, a kinked shaft and a loose sheath bump. Therefore, co believes user technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm... If the stent is 50% deployed or less, the delivery system can be pulled back slightly to optimize its final position. The stent cannot be repositioned distally... The stent cannot be repositioned if it is more that 50% deployed."